Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was measured and the size was confirmed to meet dimensional specifications and no defects were observed microscopically. The results of this investigation are inconclusive since the implant echocardiograms will not be available for review. Therefore, the cause fo the small tear in the aorta could not be determined with the information received.

Event description:
The device deployed correctly, although the patient was noted to have a small aortic rim. The following morning, patient demonstrated hemodynamic instability and chest pain. She had a pericardial effusion and had a pericardial tap to remove blood (400ml). She later demonstrated hemodynamic instability and therefore was sent for surgical exploration. A small tear was found in the aorta (no tear in the atrial septum or wall) and was repaired. The patient made an excellent post operative recovery.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.